Event description:
The pt received his scs system on (B)(6) 2004. It was reported that the pt lost stimulation and reprogramming could not recapture adequate therapy. The lead was tested intra-operatively and 3 of the 4 contacts were found to be invalid. The scs system was replaced on (B)(6) 2011 and stimulation was recaptured following the procedure. No additional info is available at this time.

Manufacturer narrative:
Eval: results: no functional testing was performed due to incomplete lamitrode. Conclusion: complaint could not be confirmed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.